Event description:
It was reported that noise/oversensing, inappropriate therapy, high impedance, and externalized conductors under fluoroscopy were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.